Manufacturer narrative:
A steris service technician arrived onsite, inspected the 3085 surgical table, and found that the table wire harness was incorrectly routed causing the table to intermittently restrict the table floor lock cylinder motion. The technician also found that the table's motor battery needed replacement. The table is not maintained by steris; the facility's biomed department services and maintains the table. The 3085 surgical table operator manual states (p.1-2), "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance". The 3085 surgical table operator manual states (p.1-2), "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options". The technician properly routed the wire harness, replaced the motor battery, tested the unit's function, and found the table to be operating properly. The 3085 surgical table was installed at the user facility in august 2004 and has been in service for 13 years. No additional issues have been reported.

Event description:
The user facility reported that the floor locks on their 3085 surgical table became unlocked during a patient procedure. Report of procedure delay as the patient was transfer to another table to complete the procedure successfully. No report of injuries.